Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. An exterior visual inspection was performed and passed. Receiver charge and boot were performed and passed. Data log analysis was performed and passed. Functional test result was performed and serial number verification failed . Alarm/alert manual test was performed and passed. Speaker/vibrator resistance measured and passed. Internal visual inspection was performed and passed. Receiver alert sounds manual test was performed and passed. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that no audio output occurred. No product was provided for evaluation. Data was provided for investigation but does not reflect the alleged device. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).